Manufacturer narrative:
B3. Event date was asked but is not known. Please see b5 for approximate date range. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for malignant pain. It was reported that the patient mentioned when they tried to connect to their pump, the screen stopped at 90% and took forever to finish. The issue started several months ago. An agent reviewed data and assisted the patient in deleting the data. The patient connected to the pump with no lag.